Event description:
The customer reported that during freezing, four plasma bags exploded. Pt information is not available at this time. The customer filed a sae report about this incident with the (B)(4) authorities. This report is being filed due to a safety allegation via the submission of an adverse event report to their local authorities.

Manufacturer narrative:
(B)(4). Investigation: two bags were received for evaluation. There were large (several inches) cuts in the bags, that are presumably freezing related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.